Manufacturer narrative:
This medwatch is in response to voluntary medwatch 5079871. Concomitant medical products: topramate 10 mg day, lexapro 5 mg day, xanax .5 mg prn tid, restoril 30 mg day. The events of lymphoma, seroma, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. Seroma: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Infection- in rare instances, acute infection may occur in a breast with implants. The signs of acute infection include erythema, tenderness, fluid accumulation, pain, and fever. Very rarely, toxic shock syndrome, a potentially life-threatening condition, has been reported in women after breast implant surgery. It is characterized by symptoms that occur suddenly and include high fever (102°f, 38.8°c or higher), vomiting, diarrhea, a sunburn-like rash, red eyes, dizziness, lightheadedness, muscle aches, and drops in blood pressure, which may cause fainting. Patients should be advised to contact a physician immediately for diagnosis and treatment for any of these symptoms.

Event description:
Patient reported left side bia - alcl. Healthcare professional has confirmed. Patient additionally reported ¿my left breast implant surrounding filled with fluid. I went to plastic surgeon on [¿] and [dr] had no idea why and ordered an MRI which showed a seroma. I had a drain put in on [¿] by radiologist, and they sent in some fluid to be tested for bia·alcl per my request but felt no need to do so because it was so rare. It came back suspicious for bia alcl and lab recommended implant removal and total capsulectomy. They took the drain out on [¿] and told me I was fine. On [¿] I went into septic shock and had 7 bags of IV fluids pushed into me before l could make an ambulance ride from the ER to a hosp ICU as I was in critical condition. Upon arriving to the ICU, I had 3 drs waiting to evaluate me and they called the plastic surgeon in at 8 pm for emergency surgery to remove my left breast implant which was causing my infection after putting a central line in my neck to start multiple IV antibiotics. They did surgery at 9 pm and removed the implant and only 4 sections of my capsule to test instead of the entire capsule as recommended because they were not familiar with bia·alcl. I was very upset as now I thought if I have it, the cancer is spreading everywhere. On [¿] my pathology report came back confirming I have bia·alcl. I was still in the hosp for that entire week extremely sick with two bacterial infections now. My family decided to call [¿], as we were told I was the first case diagnosed in [¿] and not one dr here was familiar with this because it¿s so rare. No drs could give us any answers on it. I spent 2 1/2 weeks at [¿] who had only seen two cases before and one did not survive. They were not familiar with it either. Pretty scary when you go to the best hosp and you hear this. As my left side where the implant was removed began to fill up with fluid again I begged the surgeon who couldn't get me in until [¿] for surgery to please fit me in [dr] schedule. [Dr] did and I had surgery on [¿] after a pet scan on [¿] showed multiple lymph nodes and my chest wall lighting up. [Dr] removed the rest of the left capsule, the right implant with capsule, two nodes, and part of my rib. I spent the night in the hosp and went home the next day. So far these path reports have come back negative, so I will see dr in 3 months and also have a pet scan. Two days ago, I returned to [¿] due to my left side filling up with fluid again. The dr and radiologist recommended aspiration so it was done. I now am on bed rest again for two more weeks. [¿] is 5 1/2 hours drive each way from our home and we have been there 4 times in 4 weeks now due to no education on this anywhere here. I was told these implants were top of the line in 2014 when they put them in. In 2016, I had fluid and an MRI but plastic surgeon said just leave alone and fluid will subside on its own. I wonder how long have I really had this lymphoma because my dr felt it was nothing. I reported itching on my implants constantly to my drs and they said, use hydrocortisone. I told them I was fatigued and had pain in my legs and upper arm. Nothing done. Why? Now I have a rare lymphoma that could possibly spread to the rest of my body. This is not right.¿ the event will be captured as lymphoma as pathological markers confirming alcl have not been received. This record represents the left side.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
The event will be captured as lymphoma-alcl as pathological markers(alk- and cd30) confirming alcl have been received. Patient additionally reported "had pain in my legs and upper arm"; this event is not related to the device and will not be reported. Device has been explanted.